Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. The device tested with a usg-400/esg-400 and no error message was observed during testing. The device passed the probe check. A visual inspection was performed on the received device and found evidence of use as there was some tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found to severely worn and exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. Based on the investigation findings, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result.

Event description:
Olympus was informed that prior to starting the procedure, the hand-piece was plugged into the generator and a ¿probe damage¿ error message was observed. It is unknown if the intended procedure was completed. There was no user or patient injury reported.